Event description:
Customer called to report that the insulin pump alarmed multiple motor errors during bolus delivery. Customer's blood glucose reading was 130 mg/dl. Customer was was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump had minor scratched display window, cracked reservoir tube lip and missing end cap sticker.